Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up occurred due to faulty printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the device did not turn on due to failure of g1 board. Additionally, the evaluation revealed the following findings: scratches on the screen; damage due to rear panel deterioration; y/c signal terminal damage on printed circuit (qb) board; and screen stains due to lcd panel failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition lcd monitor would not power on during preparation for use for an endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed by switching to a different monitor, with a slight delay noted. There were no reports of patient harm or impact associated with the event.